Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's brother observed that the cassette was completely detached from the pump. The patient stated they were unaware of how the cassette became detached and did not recall the pump alarming. The cassette was reattached, the pump was powered on, and the settings were reviewed. For patient safety, the pump was then powered off. The patient had a disconnect appointment scheduled for the following day; however, the pump appeared to have been powered off since monday. The infusion was initiated on (B)(6) 2025 at approximately 4:30 pm, and the screen indicated ¿empty in 119 hours 15 minutes¿ (120 hours total per medication label). There were a patient involvement and no harm reported.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period